Manufacturer narrative:
H11: a physical sample was received from our quality team and evaluated. During visual inspection, one catheter was returned. It was verified that the catheter was used. However, we were unable to observe any anomalies that would have contributed to the reported failure. A lot was not available; therefore, a DHR review could not be performed since without a specific lot number, a review of sterility records, manufacturing history, and supplier documentation could not be performed. These records are essential for determining whether any deviations, nonconformances, or material issues could have contributed to the reported event. As a result, no conclusion regarding a potential root cause could be established. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. D9 (device available for evaluation; received to manufacturer on), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), 2025, a patient came to the ugei with inflamed skin on the pathway looking like infectious dermohypodermatitis and the interventional radiology unit was concerned.

Manufacturer narrative:
H11: the lot number was not provided; a review of the device history records could not be performed. Photos were not provided for review. The device has not been returned. Upon completion of the investigation, a supplemental report will be filed. D4. (Medical device expiration date is unknown). G4: PMA / 510(k)#: k201155; k241946. H4 (device manufacturing date is unknown). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a patient came to the ugei with inflamed skin on the pathway looking like infectious dermohypodermatitis and the interventional radiology unit was concerned.